Event description:
It was reported that 9800 system had poor image quality with grainy images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The settings were corrected during the service call. The system was found to be working as intended and put back into service.